Manufacturer narrative:
Device was used for treatment, not diagnosis. The patient's ID was reported as (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
The user facility reports: during an open reduction internal fixation of the right ankle procedure (B)(6) 2013, it was reported that a small battery drive was making a loud humming noise. Reportedly there were no delays in surgery; surgery was completed successfully with a spare small battery drive. There were no injuries or medical interventions reported. All available event information has been disclosed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 2520274-2013-03197.